Event description:
A customer reported he was on the cycler when he experienced an "air leak" alarm. He contacted the home choice helpline and was advised to come off dialysis and contact his peritoneal dialysis (pd) unit. The incident occurred during use and the patient required prophylactic antibiotics to prevent infection after possible contamination due to air leak.

Manufacturer narrative:
(B)(4). This complaint was regarding an "air leak alarm" that occurred during therapy. An actual sample was received for evaluation. Visual inspection verified solution throughout set. Set was rinsed with 1:10 bleach solution for disinfecting.. Set was placed on machine for priming and run with no alarms noted. No abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. The batch review was not performed since no lot number was available. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.